Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It has been reported by the user that the subject device had fallen off and the distal end of the subject device had been damaged before cleaning after the procedure, and it is presumed that the cause was the inappropriate handling of the device at the facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after an endoscopic retrograde cholangiopancreatography (ercp) and before starting the reprocessing, the distal end of the subject device was not passed to the nurse¿s hand, it was hit to the ground instead. Olympus (B)(4) (oekg) checked the subject device and found that the distal cap was missing. There was no report of patient injury associated with the event.